Event description:
It was reported that the anchor broke during the procedure. Another kit was opened and the anchor broke on it also. Another sling was used to complete the procedure with no further problems.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.